Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient received an end of battery life message on the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted device will not be returned per facility policy.